Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Additional finding of grommet damaged.

Event description:
It was reported that there was noise noted with the patient's breathing. The physician was concerned the noise could be coming from the header of the device. The device was explanted and replaced. No patient complications were reported as a result of this event.